Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had two motor error alarms. Customer stated that he followed the direction with the insulin pump and rewound it after the first motor error and after trying to deliver a bolus he received the alarm again. Customer reported the drive support cap appeared normal. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.